Event description:
It was reported that the the foley catheter was defective while filling and emptying system. It did not deflate, and it was mentioned as clogged catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The product family was unknown, the foley catheter ifus are found to be adequate based on past reviews.